Event description:
In 2007, it was reported to boston scientific corporation that a jagwire guidewire was used during a percutaneous transhepatic cholangiodrainage (ptcd) procedure (patient age and gender unknown). A hanako ptcd tube (non-bsc product) was implanted into the patient. When introducing the jagwire guidewire and looking for the target lesion, the physician noticed that the guidewire tip had detached inside of the patient. Due to the patient's lack of "body strength to have an additional retrieval procedure," the physician decided to let the tip "pass through natural elimination." The patient's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.